Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of a possible backflow check valve failure could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: no product will be returned per customer. No investigation was performed. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the unspecified bd pri tubing set experienced concurrent/simultaneous flow and overinfusion. The following information was provided by the initial reporter: reporting a new suspected over-infusion/possible back-check valve failure event description: drug bag was empty in just over half the time compared to what was expected (~16 minutes instead of 30). Suspected over-infusion of secondary medication nivolumab. Primary infusion was saline. Equipment: 14041236 (pcu) and 14037326 (module). Patient effect: no harm reported. Event date: (B)(6) 2020.